Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/04/2020. The following information was requested, but unavailable: it was reported:"suture came away from he needle multiple times while being used" please clarify, how many times devices were involved in this single procedure? Was the needle removed from the patient during the same procedure? Was there any patient consequence or injury? What is the condition of the patient? What was used to complete the procedure? Procedure name? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported:"suture came away from he needle multiple times while being used." Please clarify, how many times devices were involved in this single procedure? Was the needle removed from the patient during the same procedure? Was there any patient consequence or injury? What is the condition of the patient? What was used to complete the procedure? Procedure name? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture came away from needle multiple times while being used. It is unknown how the case was completed. There were no adverse patient consequences reported. Additional information was requested.